Manufacturer narrative:
B5: information added. H6: device code updated from device dislodged or dislocated to nonstandard device.

Event description:
Reported via clinical study. It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure had been performed, and a 27 mm watchman flx pro closure device was implanted. Three (3) months post index procedure at the routine follow-up evaluation, transesophageal echocardiogram(tee) revealed the closure device had embolized. No corrective actions or diagnostic tests associated with the finding. It was further corrected by the site, that this was a data entry error and no device embolization occurred. This event was further reviewed and was determined to have been reported as a reportable event in error; therefore, this reported event is withdrawn.

Event description:
Reported via clinical study: it was reported that device embolization occurred. A left atrial appendage (laa) closure procedure had been performed, and a 27 mm watchman flx pro closure device was implanted. Three (3) months post index procedure at the routine follow-up evaluation, transesophageal echocardiogram(tee) revealed the closure device had embolized. No corrective actions or diagnostic tests associated with the finding.